Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 2.4 mmol/l. The customer treated low blood glucose value with food. Customer reports auto mode was active at the time of low blood glucose event. The customer report did not allege over delivery on insulin pump. The insulin pump will not be returned for analysis.